Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on refernce samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trend picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in israel it was reported that the patient went to pediatric intensive care unit and eventually hospitalized due hyperglycemia caused by the bent cannula event on (B)(6) 2026. The blood glucose level was 450 mg/dl at the time of hospitalization, and the patient was treated with insulin and saline based intravenous (IV) fluids. The patient was hospitalized on (B)(6) 2026. Length of hospitalization was three days. Patient had vomiting, diarrhea and general weakness. Patient tested for ketones and results levels found to be positive for diabetic ketoacidosis (dka). No further information available.